Event description:
According to the complainant: "it has been reported the device has under infused. I have ran a soak test and the device infused correctly. I have downloaded all the logs and attempted to calibrate the device. This has been unsuccessful and is now repeatedly saying calibration needed when turned on. We would also like the device to be checked over as there has been an incident put in by the department". Vacomcyin infusion under infused by 1.4ml. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: 688m030003. Hours of operation: 2336. Further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The drive test error "endpos not off" were found in the device history, 35 times. No other abnormalities were found in the device history. A visual inspection was performed. The cover caps on the screw pillars, and the technician seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear but no visible damage was found. A functional test was performed. The device has not passed the self-test. The note appears. Please calibrate the device. It was not possible to calibrate the pump as the syringe handle cannot be pulled out completely. It was not possible to put the pump in operation. The device was disassembled and the inside was investigated. It was found that a guide rod is loose from the drive and thus also blocks the syringe holder. In addition, it was found that the strands from the stepper motor and the loudspeaker were squeezed. The last repair was not carried out as described in the service manual. Judgment: the complaint is not confirmed. Due to a fall damage, the device could not be commissioned. A loose guide rod from the drive blocked the syringe holder. Remark: it is recommended to replace the drive complete and the loudspeaker.